Event description:
The customer stated false reactive results were generated using the architect stat troponin-I assay. The customer stated several patients were impacted. The exact number of patients was not provided. No specific result data was available from the customer. The customer did indicate that the initial results were above the cut-off, repeat results were lower and the final retest results were non reactive. The customer did specify results above the cutoff of 0.1 ng/ml is the medical decision point for a cardiac catheterization. However, no cardiac catheterizations were performed on any of the patients. There was no adverse impact to patient management reported for any of the patients. No additional patient information was provided.

Manufacturer narrative:
This event is a duplicate issue and has been previously reported on in the following manufacturer report numbers: 1415939-2012-00191, 1415939-2012-00193, 1415939-2012-00195 1415939-2012-00197, 1415939-2012-00199, 1415939-2012-00201.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.